Event description:
It was noted that when the manufacturer representative (rep) set the "anterior commissure (ac) or posterior commissure (pc)¿ it was set up incorrectly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order complete. A manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was planning for a deep brain stimulation (dbs) case and the orientation of the patient was incorrect. Axial was sagittal and coronal was axial. It was noted that when the manufacturer representative (rep) set the "ac or cp" it was set up incorrectly. The rep had the doctor clear all, and everything went back to normal. There was no patient involvement.

Manufacturer narrative:
H3, h6: analysis was performed for product 9735737, software version: 2.1.0. It was reported that there was an exception that was noticed in qmlguiservice from headlessrendering during start up of service itself. The issue was consistent with the following known software issue - test track number: 43429. Codes b01, c10 and d02 are applicable to this analysis. H3, h6: analysis was performed for product 9735737, software version: 2.1.0. It was reported that the logs were analyzed, and there was only session on the date of issue and logs did not capture any workflow/procedure in that session. It was always showing correct in all the task irrespective of ac-pc values that were set. The issue was not reproducible. So, there is insufficient information to determine the root cause of the reported behavior. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.